Event description:
It was reported that software could not be updated. The programmer was returned to the manufacturer for repair and calibration, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the software would not update; software reloaded to resolve. Analysis found the programmer powered up to a blank screen due to the ribbon cable not plugged into the lvds (low voltage differential signaling) board. Analysis also found programmer powered up to a system error. System fan was noisy. Telemetry was found intermittent due to the lem (link electronic module) printed circuit board assembly. (B)(4).